Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high capture threshold was noted on the left ventricular (lv) lead. Reprogramming was performed to resolve the issue and the patient was stable with no adverse consequences.